Event description:
The reporter stated the surgeon inserted a implantable collamer lens model icm120v4 in 2007, in his left eye. It was reported that the patient is experiencing complications such as halos, glare and double vision. On the patient's last post-operative visit two months later, the patient had really good vision (double vision was gone) with the help of corrective glasses due to uncorrected astigmatism which is causing the double vision. Patient will be having a laser refractive procedure to correct the I diopter of astigmatism in both eyes.